Event description:
It was reported that, pt's hemiarthroplasty that was performed due to hip fracture was revised to a restoration modular stem with a tritanium shell and mdm liner. Hemi was revised due to loosening and osteolysis and cement bone interface.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available at later time, the evaluation summary will be submitted in a supplemental report.